Event description:
Dexcom was made aware on (B)(6) 2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) /2024. On (B)(6) 2024, it was reported by the parent that the pediatric patient experienced a skin reaction with infection under the entire patch area. According to the report, the parent stated the patient is currently doing toilet training. The parent stated she wasn't able to completely wipe off the feces and some of the feces reached the patient's sensor on the upper buttocks. The parent stated the patient got an infection and they visited the doctor on (B)(6) 2024. The parent stated the patient was prescribed to take oral cephalexin 3 times a day for 7 days. The patient was in good condition at the time of report. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).